Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. The patient noted redness, edema, pain, and difficulty moving the arm several days after removing the pod. An abscess had formed and the patient tried to pierce the abscess and disinfect with alcohol. The abscess grew and the patient went to the emergency room (ER) for surgery. The patient was placed on pyostacine 500 mg and the site was lanced. The patient was prescribed antibiotics paracetamol 1000mg 4/d and nefopam 20mg 4/d as needed for 7 days and daily dressing with wick for 21 days by an idel.